Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to bend the ubs cable "a certain way" in order to charge the pump. Additionally, an auto-off alarm occurred. There was no reported adverse impact to customer's blood glucose level. A replacement cable was sent to the customer.